Event description:
The customer contacted stryker to report that their device powered off by itself. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. As a precaution the battery pins in the customer¿s device were replaced. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.